Manufacturer narrative:
A ge service representative performed investigation. Ordered a replacement fluoro function board (pcb) and a generator interface board (pcb). It is believed that replacement of the identified parts will address the stated problem. If additional information indicates otherwise, it will be reported as required.

Event description:
It was reported that the 9900 system was fluoroing by itself, then it shutoff. It was noted that this happened at the start of the procedure. There was no report of patient injury.